Event description:
It was reported that one package of 8 urinary catheters contained shredded paper and one product exhibited air leakage. (125816c- lot # myhw3462- (occurrence 1), (123614c-lot # myht0905 (occurrence 1), (125818c- lot # mygv4245 (occurrence 4), (123422c-lot # mygy4017 (occurrence 3).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.